Manufacturer narrative:
(B)(4).

Event description:
It was reported that no data alert occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of no data alert is reportable based on the finding of signal loss greater than an hour. The sensor was inserted into the thigh on (B)(6) 2020 which is off-label usage of the device. No injury or medical intervention was reported.